Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2018-01284. Reference MFR. Report#: 1627487-2018-05345. It was reported the patient underwent surgical intervention wherein the scs system was explanted and replaced due to low impedance values on the leads. In addition, the patient's ipg was draining quickly. It was noted during the procedure, the leads were replaced with a single paddle lead and the ipg was replaced with a new one. Reportedly, the patient is doing well and effective therapy has been restored post-operative.